Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. All buttons functioned properly. No button error alarm was noted. However, moisture damage was noted on the keypad traces. No number ramping anomaly was noted on the display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm on her insulin pump, after she attempted a bolus and the numbers kept scrolling. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was not known. Nothing further was reported.